Event description:
It was reported that the ventilator generated technical error code indicating power error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which is a power error. Identification of issue has been done by analyzing problem description and service report. The issue was reported based on available information as the technical error may lead to stop of ventilation. According to the information provided by the technician, the printed circuit dc/dc & standard connectors was detected as faulty and its replacement is necessary. Printed circuit dc/dc & standard connectors converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages: +24v, +12v, -12v, +5v and +3.3v. This printed circuit board also controls switching between mains power and external 12 v dc power supply. No parts have been returned for further evaluation and the device¿s logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2015. Corrected manufacture date: 11/03/2015.

Event description:
Manufacturer's ref. #: (B)(4).